Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with (B)(6) patient identifiers for the following systems: (B)(6) - aviva system 1 (B)(6) - aviva system 2.

Event description:
Customer allegedly received the following results, with two different meters, within 20 minutes: aviva system 1: 233 mg/dl at 1051 153 mg/dl at 1058 122 mg/dl at 1105 aviva system 2: 412 mg/dl at 1045 136 mg/dl at 1046 115 mg/dl at 1052 135 mg/dl at 1101 167 mg/dl at 1102 160 mg/dl at 1107 no actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.